Event description:
The customer's spouse reported via phone call that the insulin pump had a battery that was stuck to the battery cap. The caller stated that the customer had replaced a battery cap previously because it was stripped, but now the battery was frozen to the cap. The caller did not recall the blood glucose reading. The caller also stated that the insulin pump had a crack at the battery cap with a missing piece of plastic from the battery compartment. He stated that the damage was likely from wear and tear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip, and minor scratched display window. The insulin pump had a blank display due to a corroded battery tube. The frozen screen could not be verified due to the blank display anomaly.